Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: pxt261418 and pxl161007. Attempt(s) to acquire information required for this form were made by gore. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable.

Event description:
In 2005, the pt underwent an endovascular procedure where three gore excluder aaa endoprostheses were implanted. The trunk-ipsilateral leg component was implanted on the right ipsi side, the aortic extender component was implanted on the right ipsi side, and the contralateral leg component was implanted on the left side. The pt tolerated the procedure. Five months later, an aortogram showed right iliac artery occlusion. Three days later, the physician performed a fem-fem bypass. The pt had a known occlusion of the superior femoral artery and, therefore, needed perfusion of the profunda on the right side. The pt tolerated the procedure. Two weeks later, an exploration of the right groin wound and debridement was performed. The wound appeared to have purulent drainage, which was thoroughly irrigated. The following day, the physician removed the fem-fem graft. No purulent drainage or any inflammatory mass was in the right groin. The pt tolerated the procedure. Five months prior, the pt was implanted with two gore excluder aaa endoprosthesis; a contralateral leg component and an aortic extender component; both on the left side and extending from the previous endograft system, to treat the left common iliac aneurysm. The pt tolerated the procedure. In addition, the pt underwent a fem-fem bypass with a gore propaten vascular graft 8mm x50c. The aneurysm was excluded and the pt tolerated the procedure.